Manufacturer narrative:
B2 selection was added as it was omitted from the initial report that was submitted. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella cp was inserted via the femoral artery to support the 70 year old male patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage d shock. While on the support extra corporeal membrane oxygenation (ECMO) was added to support the patient. The underlying medical history was not shared. While on the 2nd day of the cp support the team observed an access site hematoma that they treated by infusing back to the patient red blood cells. The decision was made to explant the pump, as the family was making decisions on care/comfort only, the pump was not replaced. The day after the explant, the patient was noted to have expired. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is c being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d and family made decision to withdraw the care and move the patient to care and comfort measures only.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary major bleed/pdi: the cause of the injury was not determined due to insufficient clinical details, and no issue was found on the pump.